Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier did not clamp completely and did not seal ansd was coming loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. The issue occurred while attempting to clamp on a vessel or tissue bundle. The type of clips used were medium large weck clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occured on the first clip application. The surgeon used another instrument to continue the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The clip applier instrument was found with one grip bent near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Additional observation not reported by the site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.